Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure with placement of a 6-8 x 40 mm acculink stent in the mildly calcified right internal carotid artery. The patient was discharged to home on (B)(6) 2012. On (B)(6) 2012, the patient was re-hospitalized with septic emboli to the right lower extremity, causing cellulitis with an abscess. Medications were provided, including antibiotics. On (B)(6) 2012, drainage and debridement of the abscess was performed to the right groin, thigh and calf. On (B)(6) 2013, the patient underwent placement of a peripherally inserted central catheter and the patient was discharged to home on (B)(6) 2013 with outpatient intravenous (IV) antibiotic therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Clopidogrel, aspirin. Embolic protection: rx accunet. There was no reported product deficiency. The reported patient effects of embolism and infection are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial medwatch report filed on (B)(6) 2013, additional information indicates that the patient's condition resolved on (B)(6) 2013.

Manufacturer narrative:
(B)(4).